Event description:
During the colonoscopy procedure, radial jaw 3 biopsy forceps was used. The fitting was loose on the forceps and it would not allow the device to become hot. This happened twice using two different radial jaw 3 biopsy forceps. The physician completed the procedure with a third of the same device with no patient complications and the patient is fine. This is complaint 1 of 2. Refer to associated manufacturer report # 3005099803-2008-04832 for a description of the first event.

Manufacturer narrative:
The device has not been returned to the facility. The cause of the event is undetermined.